Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the visual inspection the spike was observed slightly bent over the body of drip chamber. Under the microscope, excess solvent was observed at the connection between the spike and the body of the drip chamber. An underwater leak test was performed and bubbles were observed coming out form the mentioned connection. The customer complaint is confirmed. The root cause has been identified as a supplier-related manufacturing assembly defect in the drip chamber. The manufacturer has been notified of this issue. The current process controls detection include visual and dimensional sampling inspection to the component at incoming inspection area. The batch record (B)(4) was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: "we have a tubing that leaked from the drip chamber. There is no patient harm. A preliminary review identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.